Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had short interval counts (sic) that were due to suspected oversensing. The patient was in chronic atrial fibrillation (af) and it appeared that the rv lead was picking up the af from the atrium. The lead sensitivity was decreased and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.